Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months ago based on the date the manufacturer became aware of the event.